Event description:
The dental implant fx4510swc was removed on (B)(6) 2018 due to loss of osseointegrate 1 year and 10 months after implantation. The patient has no significant medical history. The doctor noted local infection during explantation. The patient has recovered without complications.